Event description:
It was reported that the pt was seen in the emergency room (ER) with overdose symptom of drowsiness/oversedated. The hcp in the ER wanted to stop the pump, but did not have a programmer so he removed the drug from the pump. The pt's status was reported to be good. The next day, the pt's pump was interrogated. The event logs confirmed a motor stall occurred in 2007 at 7:11am and recovery of the stall at 9:02 am. A second motor stall occurred on the same day at 12:24 pm. No motor stall recovery was noted and there was a 48 hour tube set message noted. The pt's last refill was on a week earlier. At that time the pt's pump was filled with infumorph 25 mg/ml at a dose of 15 mg/day. Due to the motor stall the pt's pump was replaced. It was reported that the explanted pump was going to be returned to the MFR for analysis. As of the date of this report the product had not been rec'd. No pt outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A f/u report will be sent if add'l info is rec'd.